Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to clogging of channel tube, foreign objects come out of distal end; due to clogging of suction tube in universal cord, foreign objects come out of suction port; and the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the reportable findings documented in b5, non-reportable findings are as follows; due to a pinhole on connecting tube, water tightness was lost; due to wear of angle wire, bending angle in up direction did not meet the standard value; adhesive on bending section cover had a chip; adhesive on bending section cover and light guide lens both had a crack; adhesive on bending section cover had white-clouded area; paint on suction cylinder was peeled; adhesive around objective lens and adhesive around light guide lens were both peeled; plastic distal end cover, connecting tube, light guide protector, switch 4, protector of universal cord on control section side, and universal cord all had a scratch; connecting tube had coating peeling; connecting tube had a buckling; connecting tube had a wrinkle; upward/downward angulation control knob had discoloration; universal cord had a wrinkle; and electric connector had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/address: line 1: (B)(6).